Event description:
The issue occurred at gynecological procedure that was completed with a different device.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: b3, b5, d8, d9, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: -the video cable is broken. -the fiber bonding in the outer tube area (distal end) is damaged. -error b31 occurs. -no image is displayed. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional.

Event description:
It was reported the subject rigid video scope gave an e226 (communication) error, when prepping for an operation. After the device was switched on again, an e227 (communication) error was displayed. The customer attempted to clean the terminals a few times without success. There was no report of harm or injury.